Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl and it was addressed by the customer eating sugar. System check could not be performed with tandem technical support as the low bg was not occurring at the time of the report. Reportedly, the customer was able to load a new cartridge and resume insulin therapy until replacement pump is received.